Event description:
It was reported in the (B)(6) clinical trial that when the device was interrogated there appeared to be oversensing on the ventricular lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.